Event description:
During a shoulder repair procedure the suture broke and pulled free. The sales representative confirmed that two issues occurred during this case. The first issue was the suture broke as the knot was being reduced with the impaction knob. The sales representative felt that the surgeon pulled the inserter off the anchor and he placed it back on, he pinched off the suture resulting in the break. After the suture broke the anchor was removed. The second issue was with the anchor that pulled free from the patient's bone. The surgeon used th 3.0mm bioraptor drill each drilled hole. A delay of nearly one hour took place. The repair was completed with suretac. No patient injury or complications took place.

Manufacturer narrative:
Device is not being returned therefore no evalaution could be performed.